Manufacturer narrative:
Evaluation summary: the product was not returned. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A materials specialist reported that after an intraocular lens (iol) was implanted, it was exchanged three weeks later for another iol of same model but stronger power. Additional info was requested.